Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume infusor. It was observed that the medication delivery stopped several times during the therapy. This issue was identified during patient infusion from the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.